Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a high/low tone from the implantable cardioverter defibrillator (ICD). A follow up with the patient's healthcare provider yielded that the right ventricular (rv) lead exhibited noise and was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.